Manufacturer narrative:
The reported event of a controller power off and restart was confirmed on the returned components, bat215619, bat215620, bat215844, bat215939, bat215467, bat215511, cac014403, and con185635. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed a controller power-up event with an associated motor start event occurred on 04/23/2016 at 03:37:55. Prior to this event, the controller was connected to an ac adapter and bat215511. Following the event the controller logged bat215511 with a relative state of charge of 208. This is indicative of a power disconnect within the past 15 minutes. Log file analysis indicates that con185635 had received an smr upgrade prior to the reported event. Analysis of bat215619, bat215620, bat215844, bat215939, bat215467, bat215511, and cac014403 revealed that the devices met specifications; the devices passed visual examination and functional testing. Analysis of con185635 revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a silent no power alarm. Supplemental testing found that an internal transistor was generating enough heat to trip a thermal switch on the internal battery that drives the no power alarm. When the controller was placed in a 35oc oven and disconnected from both external power sources, the no power alarm remained silent. The most likely root cause of the reported event can be attributed to a transistor operating at warmer temperatures. Additional system component being reported for this event: controller ac adapter cac014403- exp-03-31-2017 (B)(4). Battery:bat215511- exp-03-31-2017 (B)(4). Battery:bat215467- exp-03-31-2017 (B)(4). Battery:bat215939- exp-03-31-2017 (B)(4). Battery:bat215844- exp-03-31-2017 (B)(4). Battery:bat215620- exp-03-31-2017 (B)(4). Battery:bat215619- exp-03-31-2017 (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Event investigation. Additional system component being reported for this event: controller ac adapter: (B)(4). Battery: (B)(4) - exp-03-31-2017. (B)(4). Battery: (B)(4) - exp-03-31-2017. (B)(4). Battery: (B)(4) - exp-03-31-2017. (B)(4). Battery: (B)(4) - exp-03-31-2017. (B)(4). Battery: (B)(4) - exp-03-31-2017. (B)(4). Battery: (B)(4) - exp-03-31-2017. (B)(4). The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. Please note: due to new (B)(6) regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship.

Event description:
It was reported that the patient saw a red flashing light on controller without any sound. They felt that the pump stopped shortly and restart. Swapped controller, cac adaptor and batteries out from the stock and the patient was fine. Investigation is ongoing